Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cnjcwm, serial number (B)(4), product code 82-3832. The position of the cam when valve was received was 50mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated, no occlusion was noted. The catheters were irrigated, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 50mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3832 with lot number cnjcwm, conformed to the specifications when released to stock on the 10th september 2012. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was implanted via v-p shunt at 110mm h2o to the patient on (B)(6) 2013. The setting pressure was lowered gradually from 110mm h2o and eventually to 50mm h2o in april, 2014 since the patient had symptoms (details is unknown). However, the patient¿s condition was not improved. Therefore, the revision surgery was conducted on (B)(6) 2014 and the device was replaced with another product (823832) at 40mm h2o. The setting pressure of the removed valve was 50mm h2o.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.